Event description:
Meter was allegedly inaccurately high. Patient stated that they had a hypoglycemia event. They obtained a reading of 54 mg/dl before going to bed. The next day, at 3 am they woke up sweating and their lips were shaking. These are typical symptoms of hypoglycemia for patient. They tested at 3:14 am with a result of 112 mg/dl. They tested their blood glucose again at 3:18 am with a result of 224 mg/dl. They did not believe this result so they used their back up medisense device and tested again at 3:20 am. This meter showed 47 mg/dl. They tested again with their one touch ultra meter at 3:20 am and got also the result of 47 mg/dl. After testing, they went to the kitchen to get some glucose and after they had eaten the glucose they fell unconscious. Their spouse went to the kitchen and found them. They did not have any external injuries. They felt better after several minutes. They did not seek treatment and have not seen their doctor. They no longer have the test strips that they used at the time of the event.